Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned as a high pacing threshold was noted. According to the information provided, patient condition/anatomy could have been the cause of the high threshold, measurement that was confirmed through lead testing. A new rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Updated fields b5. Describe event or problem. Correction: line that states : "no adverse patient effects were reported" should say. "No additional adverse patient effects were reported." H6. Evaluation conclusion codes. Correction: code was updated from "no problem detected" to "known inherent risk of device". G2. Report source. Correction: company representative was added to the current report source selection.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned as a high pacing threshold was noted. According to the information provided, patient condition/anatomy could have been the cause of the high threshold measurement that was confirmed through lead testing. A new rv lead was successfully implanted. No additional adverse patient effects were reported.